Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient underwent surgical intervention for an elective device replacement. During this procedure, while removing this right ventricular (rv) lead from the old header, visual examination noted that the lead conductor appeared to be damaged. As a result, the lead was surgically abandoned and a new lead was implanted. No adverse patient effects were reported.